Event description:
I got multiple white composite fillings done to my teeth. I made sure to get bpa free fillings as I was a bit concerned about that. I developed serious rashes on my gums next to where my fillings were placed, and my teeth got hypersensitive. I also felt an overall discomfort. I saw my dentist again, and she replaced all my fillings with silver amalgam fillings, and since getting the silver fillings done, the rashes are pretty much gone, and I also feel significantly better. FDA safety report ID# (B)(4).